Manufacturer narrative:
Due to a production error, a burr has formed as a result of fusing during welding and has presumably been raised during reprocessing when wiping, whereupon an employee has been pricked. The relevant departments and employees will be trained accordingly to ensure that this error does not occur again. Internal karl storz reference number: (B)(4).

Event description:
All three of the 39502x have sharp metal sticking out the corners and have caused injury to three of the cssd staff members. It looks like where they have gathered the mesh in to make a corner it has not been properly sealed. Cssd staff injured by cutting fingers on sharp edges.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).